Event description:
It was reported that an unknown system error alarm occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. .

Manufacturer narrative:
(B)(4): the device was received for evaluation. Internal and external inspection was performed and no issues were noted. Functional testing was performed with no issues noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed a system error 2042. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.